Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The philips field service engineer reported that after battery installation, the alarm goes off. There was no report of pt involvement.